Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg; implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient was seen at the emergency room after an atrial lead warning triggered. The right atrial (ra) lead showed varying impedances. The lead remains in use. No patient complications have been reported as a result of this event.